Event description:
Report 1 of 4 received of inadequate carbon dioxide abosorption during anesthesia. The customer states that the pt was sedated, but not yet intubated, when the end-tidal co2 and inspired co2 levels suddenly increased. The end-tidal co2 level increased to 45%. The inspired co2 level increased to 20%. The reporter states when the levels elevated, the fresh gas flow rates were increased to compensate. The amsorb was changed out for another absorbent and the co2 levels normalized. It was observed that both the upper and lower canisters had channeled. There was a dark blue center and a one inch parameter that was white. The color indicator is added during manufacture and has a sensitive ph factor that causes the granules to change color as they near exhaustion. The pt's vital signs and o2 saturation remained stable. Although requested, the pt's sex and age were unknown to the reporter. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.